Manufacturer narrative:
One device was received for evaluation. Visual inspection revealed the battery was missing, and the bottom case was damaged. Review of the event history log showed an occurrence of a "motor rate error" alarm message. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. Service history review identified the complaint was not related to a previous service of the device within the review period. The interconnect board and bottom case were replaced, and the missing battery was installed. The pump was cleaned, greased, and calibrated. D3, g1, g2 email address: regulatory.responses@icumed.com.

Event description:
It was reported that the device had a broken motor. Patient involvement is unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.